Manufacturer narrative:
An inspection was performed onsite by an olympus field service engineer. The reported problem was confirmed by the fse and an error "no connect pc" was also found. The suspect device was returned to olympus and evaluated. The evaluation found the y/c output failed and the cause was isolated to a printed circuit board failure. The problem of "no connect pc" error was not confirmed. The evaluation noted dust accumulation inside the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the s-video output was not working. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the ¿s video port (y/c port) was not working¿, and it was determined that the indicated phenomenon was caused by the failure of the patient circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.